Manufacturer narrative:
One 3.5 twinfix ti assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint. Several of the anchors threads are deformed and missing pieces. Dimensional assessment of the anchor confirmed it met print specifications. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: contact with another metal surface/object. Improper site preparation. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign post code: brazil: (B)(6). The reported 3.5 twinfix ti anchor assembly intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: the insertion site not prepared with the recommended smith + nephew drill prior to implantation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during procedure the anchor broke, it is unknown if all the pieces were retrieved from the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.